Event description:
It was reported that a malfunction alarm occurred, identified as malf 12. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the customer in resetting the pump, and the issue did not recur afterward. The customer understood the instructions to contact support if the malfunction code appeared again and was advised that they could continue using the pump.